Event description:
It was reported that the patient was experiencing shortness of breath, and the patient indicated "I think it's my heart". The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.